Event description:
During ankle arthroscopy, two small pieces came off the tip of the wand and ended up inside patient's joint. The two pieces were retrieved and the defective item was removed from sterile field. No pieces were left in the joint by the surgeon.